Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: adhesive on bending section cover had a chip; due to wear of angle wire, bending angle in up direction did not meet the standard value, video connector had a scratch and a crack; video connector case had a crack and a scratch; light guide cover glass had a scratch; due to damage on charged coupled device unit, the image had white dots; indication on light guide connector was not correct, switch 1 had a scratch, angulation lever had a scratch, forceps elevator lever had a scratch, up/down plate had a scratch, universal cord had a scratch, grip has a scratch, control unit had a scratch, light guide connector had a scratch; due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured, due to a pinhole on bending section cover, water tightness was lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex deflectable videoscope tip leak. The device was returned for evaluation. During the device evaluation, it was found that the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event "glue of the objective lens was peeled off" was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.